Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ based on the results of the investigation, it is believed that a cable failure caused the reported event to occur, likely due to physical stress applied to the device. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. Additionally, as noted, a faulty charged coupled device was causing intermittent horizontal lines to appear on the display. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned the olympus hd autoclavable camera head due to a delay between when the unit was plugged in and when the image appeared. According to the initial reporter, this did occur during procedure preparation, and the intended procedure was completed using another camera. The patient's overall outcome could not be provided. During the device evaluation, it was discovered that not only was there a delay as the customer reported, but a faulty charged coupled device was causing intermittent horizontal lines on the display. This report is being submitted to capture the faulty charged coupled device.